Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that during implant attempt, there was no sensing or stimulation, and lack of electrical conduction. It was determined that the analyzer cable was not the source of error, as it worked fine on another lead. The lead was not used. No patient complications have been reported as a result of this event.